Event description:
It was reported that when utilizing the device during a laparoscopic cholecystectomy the device malfunctioned causing the clips to come out misaligned and crossing. There was no pt consequence. The device was discarded.